Event description:
The customer stated that she has been experiencing high and low blood glucose levels for the past several months. The customer stated that the paramedics were called on (B)(6) 2013 due to low blood glucose levels. The customer was asleep, and her husband could not wake her up. The customer stated that her eyes were rolling back. The customer was treated with soda and glucagon. The customer also stated that she was hospitalized on (B)(6) 2013 due to diabetic ketoacidosis, with a high blood glucose of 784 mg/dl. The customer was experiencing chest pain and dehydration, and the hospital thought that she was having a heart attack. The call was disconnected before any troubleshooting could be conducted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.